Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign material within the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
B3= olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of the occurrence of the event. Additional information will be provided once available. The device was returned to olympus for evaluation. Based on the results of the investigation, olympus confirmed white foreign material was observed within the air/water cylinder and tube, which was identified as silicone-based residue/deposits, which may be associated with the use of silicone-containing products such as simethicone or silicone/oil-based lubricants that can remain within the channel even following reprocessing performed in accordance with the IFU; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.